Manufacturer narrative:
Patient information was not provided for reporting. UDI# (B)(4). Device was not explanted, left in the patient. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an ankle arthrodesis procedure on (B)(6) 2017. As the surgeon was implanting a cross proximal locking screw in the hind foot arthrodesis nail, it missed the nail and went behind posterior to the tibia. Instead of retrieving the screw, the surgeon decided to leave the screw in patient as it would have caused more harm to patient to retrieve the implant. The surgeon used a different screw to complete the rest of the surgery. There is no surgical time delay. The rest of the procedure was uneventful. The patient outcome was stable. No other information available. Concomitant devices reported: hind foot arthrodesis nail (part# unknown, lot# unknown, quantity: 1). This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 32mm for im nails. This is report 1 of 1 for (B)(4).